Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was unable to unlock. A field service engineer (fse) arrived at the station and found that when the pharmacy technician accessed the helmer refrigerator door, the door would not lock and repeatedly failed. The technician had performed a hardware recovery, but the issue continued to occur several times throughout the day. The fse adjusted the mag lock inside the door, then reseated all connectors on the power board and the control board. The lock was tested and verified to energize properly, securing the door. Final verification was completed using the hardware test application to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door remained unlock and stay unlock. The customer mentioned they could log out and still open the door. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.